Event description:
It was reported that, during a normal clinic visit, the patient stated that they were having worsening chest pain and shortness of breath. It was determined that these symptoms were due to high right ventricular (rv) lead thresholds. During a previous visit, these symptoms were attributed to rising right ventricular (rv) lead thresholds. The lead was capped and replaced. The patient was enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).